Manufacturer narrative:
Lot 13575244; UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up diagnostic imaging identified evidence of a proximal type I endoleak, a type ii endoleak originating from a lumbar artery and aneurysm enlargement of ~1 cm. On (B)(6) 2017, an intervention was performed to treat the endoleaks. A medtronic aortic stent graft was implanted for proximal extension on the previously implanted trunk-ipsilateral leg component to treat the proximal type I endoleak. Additionally, the type ii endoleak was repaired with thrombin embolization of the aneurysmal sac and coil embolization of the main feeding lumbar artery. Final angiography showed resolution of both endoleaks, and the patient tolerated the procedure.